Manufacturer narrative:
The ortho pak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the ortho pak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one ortho pak stimulator part no. 1067718 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The DHR has indicated no reported non-conformances or deviations. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (15) total complaints from (may 5, 2020) to (may 5, 2021) for pn (1067718, 1067719) and events related to (pain). Keyword search criteria: (complaint code: medical: pain). Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the patient that she has been experiencing pain while treating with opak device at the fracture site. The patient received device on (B)(6) 2021 for left pelvis and the pain started same day. The pain is where she place the electrodes pain (at the bone). The patient takes advil and tylenol for pain. The patient stated that she has not increased her daily activities. The patient doctor stated to stop putting the electrodes on her backbone only. The patient was advised to conduct a time test at one hour increments after her pain subsides. She was instructed to treat 1 hour per day for the first three days. If she does not experience any pain then increase treatment time by 2 hours each day after. Advise her to call back with any issues during the time test. Additional information: it was later reported that the patient did the time test and was still having pain. The patient was told by her doctor to stop wearing the unit.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Concomitant medical product: walker. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that she has been experiencing pain while treating with opak device at the fracture site. The patient received device on (B)(6) 2021 for left pelvis and the pain started same day. The pain is where she place the electrodes pain (at the bone).the patient takes advil and tylenol for pain. The patient stated that she has not increased her daily activities. The patient doctor stated to stop putting the electrodes on her back bone only. The patient was advised to conduct a time test at one hour increments after her pain subsides. She was instructed to treat 1 hour per day for the first three days. If she does not experience any pain then increase treatment time by 2 hours each day after. Advise her to call back with any issues during the time test. It was reported that no further information is available.